Manufacturer narrative:
Immucor technical support used a remote electronic connection method to access the test well results and images on the customer's instrument in question on (B)(6) 2015. An immucor field service engineer (fse) visited the customer site to assess the instrument in question on 20oct2015. The fse replaced the probe and syringes as a precaution only. The instrument was found to be operating as expected by the fse.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen and identification when testing on a galileo echo, when tested on (B)(6) 2015.